Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that lap top ventilator 1200 unit shut off unexpectedly with an unknown alarms. The customer confirmed that there is no patient involvement associated with this event.